Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds which resulted in diaphragmatic stimulation to the patient. The lead was reprogrammed and subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.